Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: gross effusion; significant metallosis; pseudotumor; loose femoral component; loose acetabular component. The information received does not change the MDR decision.

Event description:
Patient was revised to address stem loosening and pain. Litigation papers allege the patient suffered severe and permanent physical pain, injury and disability, unnecessary and additional surgeries, and metallosis and excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.